Event description:
A transfer set leaked between the pt adaptor and the ti-adaptor. The set had been in use for 1 day. There was no pt injury or med intervention reported by the international affiliate.

Manufacturer narrative:
Evaluation summary: results indicate that the lab was not able to confirm the reported event. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.